Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The software support's thorough investigation of the database application logs were not able to find any logs as identifiable information was provided too late after the reported incident, by helpline. Logs analysis confirmed failed login events but nothing else. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: the username was provided too late, there were no logs from the time of the failed logins. However there are some standard troubleshooting steps that we would advise. I am assuming the care partner is using the latest version and an android device. First: I can confirm the care partner had failed login attempts. The failed login attempts are due to invalid credentials being entered. The most recent login attempts appear to be failed. Please have the care partner follow the following steps: try logging in to the carelink website on incognito mode make sure the username and password are entered correctly disable any password manager or autofill. If the care partner is able to login to the website, please have them try logging in to the app again. If the care partner is not able to login through the website, then they should reset their password. Then try to login through the website once more. Second: the *care partner*should confirm that they are not backing up the app to any services like icloud, google drive etc.. Also, avoid the use of autofill or a password manager until they are able to login successfully manually. Third: as a last resort the patient could try deleting the application and wiping the application cache as a last resort. But that will cause the loss of the data that is saved on the affected phone. Here are the instructions for that process. Settings > general > iphone storage > carelink connect> delete app. By performing this step the customer will remove all the cached information related to the app. If (minimed mobile) delete the pump from bluetooth settings. Uninstall the application normally. Restart the phone. Install the carelink connect app wait 10 minutes open the app and attempt pairing again. If issue is not resolved, wait 15 minutes and try all steps again. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_q medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error. The customer reported no adverse event. The event involved product(s) mmt-6111. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6111.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This case is not reportable based on additional information that instructions were provided to resolve the issue, no escalation required.